Event description:
Info rec'd indicated the right head siderail will not stay.

Manufacturer narrative:
The bed was found in the bed shop with a broken center arm. The center arm was replaced to resolve the issue.